Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the planned treatment/non-emergency treatment and the procedure was delayed. The procedure was completed moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that unable to move c arm. Review of the system log file showed that geometry errors- enable movement voltage (enmv) was high at startup as a result of this, motorized movements were not available. Upon functional testing, the fse found that the issue with geo module error. The fse disassembled control module and found liquids in it. The fse cleaned the geo module from inside. After cleaning the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips thatc-arm could not move. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.